Event description:
The customer's child called to report the customer was hospitalized for high bgs. It was indicated that the customer has an infection. Also it was not sure if the high bgs were due to the pump or the infection. The customer rushed to the emergency room before any troubleshooting could be done.